Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor sound of the vibration mode was big anomalously so far and motor sound was pretty noisy. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that self-test was performed again, error occurred. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor noise during testing. The motor was tested outside of the device and passed. The vibrator functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.